Event description:
It was reported that the camera head had no image display. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.